Event description:
The customer reported moisture damage and a crack on the reservoir window, after jumping into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked reservoir tube.